Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/12/2024. An investigation was conducted on 01/18/2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment of hot jaw. There were no other visual defects observed. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. Signs of clinical use was observed on the harvesting device. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment of the heater wire at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000344997 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the heating element has detached from the insulation of the clamping jaws. Per the photos provided, the heating wire lifted from the jaws. No delay, procedure could still be completed. No harm to patient.